Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident to the administration of dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began dianeal pd2 ultrabag ( dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis with unknown cause and was hospitalized the same day. Remedial treatment initiated on (B)(6) 2011 included vancomycin, 2 gm loading dose via intraperitoneal injection, and fortum 250mg once daily via continues intraperitoneal injection. The event of peritonitis was resolving at the time of reporting. Dianeal was continued with dose not specified. Concomitant medications were not reported. The reporter assessed the event of peritonitis as not related to dianeal.